Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery for four days. Troubleshooting was performed. The customer reported that the no delivery was resolved by a complete set change. The customer's blood glucose was 507 mg/dl. No product will be returning.